Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 300 (mg/dl) and moderate ketones. A manual injection was delivered and pump supplies changed to address bg levels. During troubleshooting with tandem technical support, contact noted air bubbles present in the tubing. Contact was able to prime bubbles out of tubing and indicated that customer's health care provider has been consulted and pump basal rate increased. Recommendation was made to continue to consult with health care provider regarding diabetes management.